Event description:
It was reported that during a surgical operation with use of the proximal femoral nail antirotation (pfna) system, the drill could not go through the oblique hole on the nail. The drill tip contacted the surface of the nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation and the reported problem could not be reproduced. The carried out functional tests were passed successfully. The drill bit was determined to be blunt. The device was forwarded to the manufacturing site for a dimensional check. All parts were faultless in condition and no deviation to the specification could be detected. It is possible that other problems during surgery may have caused this occurrence. This complaint is invalid from a manufacturing standpoint.